Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at 0.0481 mg/day via an implanted pump. The concentration of the dilaudid was unknown by the reporter. The indication for pump use was non-malignant pain. On (B)(6) 2018 the patient reported that the pump caused a cognitive disability from the medication beginning at implant on (B)(6) 2017. Now his medication was on the lowest setting because if he had too much medication in his system he couldn't think. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.